Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 4.11e. Retainer ring: black. On (B)(6) 2021 customer alleged pump has cosmetic damage cracked battery compartment. Insulin pump p-cap reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: pillowing keypad overlay, cracked case on battery tube, broken battery tube threads, cracked reservoir tube lip, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage cracked battery compartment was confirmed during visual inspection where cracked case on battery tube and broken battery tube threads was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.